Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (video image issue) was not confirmed or duplicated. It was observed the video image was within specification and the ultrasonic image had one missing eco signal. The image was checked again by testing the subject device on a different processer; however, image issue was not observed. Fluid invasion was also not found. The reported issue (leakage) was confirmed. It was observed there was a leakage between the grip and the body control unit. In addition, service found the adhesive on the bending section cover was peeled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a leakage and a video image issue. It was suspected that an image issue may have been caused by possible moisture invasion due to a leakage. The reported issues occurred while reprocessing the subject device. There was no patient involvement. Additional details were requested regarding the reported event; however, no further information was available. This report is being submitted for a video image issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.